Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow-up. Upon device interrogation, during threshold testing it was observed that the atrium was capturing during ventricular pacing and the r-waves were decreased. The right ventricular lead was dislodged. During lead revision procedure, the lead could not be repositioned due to difficulty in extending the helix. The lead was explanted and replaced. The patient's condition was stable post procedure and would continue to be monitored.